Manufacturer narrative:
Updated batch/lot number of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed was located in the mildly tortuous and mildly calcified brachial vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 16mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands that could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified brachial vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed was located in the mildly tortuous and mildly calcified brachial vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.